Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had damage to their insulin pump. Customer stated their lcd display was damaged. Customer's blood glucose was 7 mmol/l. The insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches and cracked display window. The pump was received with missing segments due to a cracked lcd zebra connector.